Manufacturer narrative:
Duplicate record. The event of rupture is no longer reportable for this record. All future information will be reported under manufacturer report number: 9617229-2025-20997.

Event description:
Duplicate record. The event of rupture is no longer reportable for this record. All future information will be reported under manufacturer report number: 9617229-2025-20997.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-07013. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device was explanted and replaced.